Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that no disposable clamp tubing alarm occurred. Upon restart, pump alarms no disposable pump won't run. Settings reviewed, pump turned off and tubing clamped. Cassette removed and tubing assessed for air and kinks. Air bubbles were present in line. Cassette tapped on a hard surface and reattached. Pump turned on and restarted. Display reads run at end of call. No patient injury was reported.